Manufacturer narrative:
The actual complaint product was not returned for evaluation and the lot number remains unknown. A trend related investigation was performed; no trend could be identified. A specific root cause could not be determined; however, a contributing factor to the root cause of this complaint has been determined to be associated with the user handling of the product. (B)(4).

Event description:
On 12/23/2015, copies of medical records, by way of consultation letters sent to the end-user's treating physician (ecp) from the consulting ophthalmic surgeon, were received directly from the end-user. A synopsis of each visit is as follows: on (B)(6) 2015: the end-user was wearing disposable contact lenses and soaked them in the disinfecting solution overnight to wear the next day as well. The patient experienced pain, with a 90% corneal epithelial abrasion in the od. The end-user was diagnosed with a chemical corneal abrasion in the right eye (od); the surgeon notated that the event was presumably secondary to the disinfecting solution. No signs of infection or underlying corneal melt seen on examination. It was reported that the patient had a previous medical history positive for a corneal melt. The left eye (os) cornea was with no abnormalities. Chloramphenicol ointment was prescribed with a treatment regimen of four times a day, as well as cylocpentolate 1% three times a day and ibuprofen 400mg by mouth three times daily. The end-user was advised that the pain would slowly settle over the weekend, and was asked to return for follow-up on (B)(6) 2015. On (B)(6) 2015: the end-user reported soreness over the weekend due to reported corneal ulcers. Examination showed definite signs that the epithelium was healing very nicely with resolution expected in another 24-48 hours; od cornea was noted to be healing nicely. The end-user reported that the previously prescribed cylocpentolate drops were very painful; therefore, she was advised to discontinue the cylocpentolate and continue using the chloramphenicol ointment four times a day. The end-user was scheduled to return for follow-up in two days. On (B)(6) 2015: examination showed that the od cornea was healed; however, a small epithelial irregularity remained in the central cornea, "reducing her vision a little bit at the moment, but it has all settled down very nicely." The end-user was advised to use the chloramphenicol ointment two or three times a day for the rest of the week, until her vision issues resolved. The surgeon did not advise the end-user to return for follow-up for this issue. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an end-user, the cup provided with the product was not utilized while disinfecting her contact lenses, resulting in excruciating pain and temporary loss of vision. The end-user reported consulting an eye specialist with no additional information initially provided. The end-user stated that the product's label should include a "huge" caution notice on the front of the bottle and warnings of the dangers presented when the product is not used correctly. Further information received from the end-user on (B)(6) 2015 provided the following additional information: as a regular user of the product, this was the end-user's first time using the incorrect case for disinfecting her contact lenses. The end-user reported not knowing that the aosept cup neutralized the hydrogen peroxide. After inserting contact lenses that had been soaked in the un-neutralized product for six hours, the end-user experienced searing pain. She flushed the eye out with cold water, but with continued pain and interruption of vision. At the optician's office, the eye was irrigated with saline for nearly an hour, and the patient was referred to an eye specialist for further exam and treatment. The end-user reported that one consultation and two follow-up visits occurred with the eye specialist. She was prescribed an unspecified eye ointment (treatment details unknown) and "very strong pain killers", also wearing dark glasses for two weeks. The end-user described that "the white jelly substance that surrounds the cornea had been melted away and the lens was scratched and ulcerated." She also reported a "sar across the lens," stating that she was told that it would heal in time. At the time of this information, the patient reported that the eye was still very sensitive to light (requiring use of the dark glasses on an as-needed basis) and that the sight had returned in the eye three weeks after the event occurred. The end-user also reported that, in addition to the previously reported labeling concerns, the print on the instructions is too small. Additional information has been requested but not yet received.